Event description:
Provider states the adjustable tension has fallen apart at the seams of back upholstery.

Manufacturer narrative:
(B)(4). Follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-05466 indicting the manufacturer as invacare (B)(4). The correct manufacturer is freedom designs and the correct FDA registration number is (B)(4).